Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("allergic to nickel sulphate / sensitivity to nickel sulfate /. Essure removal wished due to intolerance thereof") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of eczematous dermatitis (she has presented very pruritic erythematous lesions on the skin, in relation to contact with costume jewelery and plastic adhesives) in 2008, headache (since 10 years-old) in 1984 and parity 3 and multi gravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 7 days after essure insertion, she experienced abdominal pain lower ("pain in the hypogastrium after essure implantation"). On (B)(6) 2018 she experienced allergy to metals (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain ("pelvic pain"), nausea ("nausea"), internal haemorrhage ("internal bleeding"), abdominal distension ("abdominal bloating"), pruritus ("itching"), fatigue ("tiredness"), blindness ("vision loss"), migraine ("frequent episodic migraine, strong headaches") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was hospitalised for an unknown duration until (B)(6) 2019. The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2019). At the time of the report, the weight increased, blindness, migraine and myalgia had not resolved. The outcomes for allergy to metals, pelvic pain, nausea, internal haemorrhage, abdominal distension, pruritus, fatigue and abdominal pain lower were unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, blindness, fatigue, internal haemorrhage, migraine, myalgia, nausea, pelvic pain, pruritus and weight increased to be related to essure administration. The reporter commented: insertion of essure by hysteroscopy without incident, essure start date discrepancy (B)(6) 2019. On (B)(6) 2018, (B)(6) hospital report stated client was allergic to nickel sulphate, a condition which was not considered for assessment by the medical staff when she underwent the essure insertion procedure. Consequently,she went to a gynecology consultation once again, due to her wish to have the essure devices removed due to intolerance thereof. Essure was removed by bilateral salpingectomy. As a consequence of her strong headaches due to the insertion of the essure device, client was examined by the (B)(6) hospital, where she was diagnosed with frequent episodic migraine. She also had to be examined by the ophthalmology service due to vision loss and by the endocrinology service due to weight gain. Still to this day, she is undergoing treatment for the aforementioned reasons. On (B)(6) 2019, essure removal was performed without complications with the following findings to highlight: normal uterus and adnexa, complete devices. Asepsis. Pneumoperitoneum. Trocar placement. Cavity inspection. Extraction devices prior salpingostomy and subsequent bilateral salpingectomy using the usual technique. Hemostasis check. Sending to pathological anatomy of the devices and pieces of tubes. Normal postoperative period without incidents. On (B)(6) 2019 she attends a postoperative review. Evolution: post-hospitalization review (bilateral lps salpingectomy), good general condition. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: allergic to nickel sulfate; on (B)(6) 2018: diagnosis of allergy to nickel. [Gynaecological examination] on (B)(6) 2015: no gynecological alterations; on (B)(6) 2019: good general condition, soft, depressible abdomen, no signs of peritoneal irritation. Cervix well epithelialized, not painful on movement. [Hysteroscopy] on (B)(6) 2015: surgical insertion of essure. [Neurological examination] (date unknown): diagnosis: frequent episodic migraine. [Pathology test] on (B)(6) 2019: both essures in ap. Right and left tube without alterations [specialist consultation] on (B)(6) 2017: allergy consultation for an allergy study due to skin allergies. It is that day and, in that consultation, where the user refers (anamnesis), that for 10 years she has presented at the cutaneous level in relation to the contact of costume jewelry and with adhesives or plastics, very pruritic erythematous lesions, initially that evolves with peeling and crust. No other accompanying symptomatology. Starting the study of this problem and ending the study on (B)(6) 2018 (9 months later) where the diagnosis of allergy to nickel is made in the allergy consultation; on (B)(6) 2019: gynecology consultation: reason for consultation: she wishes to withdraw essure .clinical judgment: want to withdraw from essure. Action plan: the patient wishes to withdraw from essure, she is informed about the risks/benefits. She signs informed consent and is included in the surgical waiting list for laparoscopic removal of essure [ultrasound pelvis] on (B)(6) 2019: uterus and adnexa without significant findings [x-ray of pelvis and hip] in october 2015: essures well placed checked. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("allergic to nickel sulphate / sensitivity to nickel sulfate /. Essure removal wished due to intolerance thereof") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of eczematous dermatitis (she has presented very pruritic erythematous lesions on the skin, in relation to contact with costume jewelery and plastic adhesives) in 2008, headache (since 10 years-old) in 1984 and parity 3 and multi gravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 7 days after essure insertion, she experienced abdominal pain lower ("pain in the hypogastrium after essure implantation"). On (B)(6) 2018 she experienced allergy to metals (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain ("pelvic pain"), nausea ("nausea"), internal haemorrhage ("internal bleeding"), abdominal distension ("abdominal bloating"), pruritus ("itching"), fatigue ("tiredness"), blindness ("vision loss"), migraine ("frequent episodic migraine, strong headaches") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was hospitalised for an unknown duration until (B)(6) 2019. The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2019). At the time of the report, the weight increased, blindness, migraine and myalgia had not resolved. The outcomes for allergy to metals, pelvic pain, nausea, internal haemorrhage, abdominal distension, pruritus, fatigue and abdominal pain lower were unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, blindness, fatigue, internal haemorrhage, migraine, myalgia, nausea, pelvic pain, pruritus and weight increased to be related to essure administration. The reporter commented: insertion of essure by hysteroscopy without incident, essure start date discrepancy (B)(6) 2019 or (B)(6) 2019. On (B)(6) 2018, pneumonology-allergy service of university hospital report stated client was allergic to nickel sulphate, a condition which was not considered for assessment by the medical staff when she underwent the essure insertion procedure. Consequently,she went to a gynecology consultation once again, due to her wish to have the essure devices removed due to intolerance thereof. Essure was removed by bilateral salpingectomy. As a consequence of her strong headaches due to the insertion of the essure device, client was examined by the neurology service of university hospital, where she was diagnosed with frequent episodic migraine. She also had to be examined by the ophthalmology service due to vision loss and by the endocrinology service due to weight gain. Still to this day, she is undergoing treatment for the aforementioned reasons. On (B)(6) 2019, essure removal was performed without complications with the following findings to highlight: normal uterus and adnexa, complete devices. Asepsis. Pneumoperitoneum. Trocar placement. Cavity inspection. Extraction devices prior salpingostomy and subsequent bilateral salpingectomy using the usual technique. Hemostasis check. Sending to pathological anatomy of the devices and pieces of tubes. Normal postoperative period without incidents. On (B)(6) 2019 she attends a postoperative review. Evolution: post-hospitalization review (bilateral lps salpingectomy), good general condition. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: allergic to nickel sulfate; on (B)(6) 2018: diagnosis of allergy to nickel [gynaecological examination] on (B)(6) 2015: no gynecological alterations; on (B)(6) 2019: good general condition, soft, depressible abdomen, no signs of peritoneal irritation. Cervix well epithelialized, not painful on movement [hysteroscopy] on (B)(6) 2015: surgical insertion of essure [neurological examination] (date unknown): diagnosis: frequent episodic migraine [pathology test] on (B)(6) 2019: both essures in ap. Right and left tube without alterations [specialist consultation] on (B)(6) 2017: allergy consultation for an allergy study due to skin allergies. It is that day and, in that consultation, where the user refers (anamnesis), that for 10 years she has presented at the cutaneous level in relation to the contact of costume jewelry and with adhesives or plastics, very pruritic erythematous lesions, initially that evolves with peeling and crust. No other accompanying symptomatology. Starting the study of this problem and ending the study on (B)(6) 2018 (9 months later) where the diagnosis of allergy to nickel is made in the allergy consultation; on (B)(6) 2019: gynecology consultation: reason for consultation: she wishes to withdraw essure .clinical judgment: want to withdraw from essure. Action plan: the patient wishes to withdraw from essure, she is informed about the risks/benefits. She signs informed consent and is included in the surgical waiting list for laparoscopic removal of essure [ultrasound pelvis] on (B)(6) 2019: uterus and adnexa without significant findings [x-ray of pelvis and hip] in (B)(6) 2015: essures well placed checked. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-oct-2022: medical records received and the follow information were included other health professional's reporter, other's reporter, patient details (date of birth),medical history, essure stop date updated from (B)(6) 2019, hypogastric pain, onset date added to nickel sensitivity, imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ('allergic to nickel sulphate. Essure removal wished due to intolerance thereof') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), nausea ("nausea"), internal haemorrhage ("internal bleeding"), abdominal distension ("abdominal bloating"), pruritus ("itching"), fatigue ("tiredness"), blindness ("vision loss"), migraine ("frequent episodic migraine, strong headaches") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was hospitalized from an unknown date until (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, pelvic pain, nausea, internal haemorrhage, abdominal distension, pruritus and fatigue outcome was unknown and the weight increased, blindness, migraine and myalgia had not resolved. The reporter considered abdominal distension, allergy to metals, blindness, fatigue, internal haemorrhage, migraine, myalgia, nausea, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, (B)(6) hospital report stated client was allergic to nickel sulphate, a condition which was not considered for assessment by the medical staff when she underwent the essure insertion procedure. Consequently,she went to a gynecology consultation once again, due to her wish to have the essure devices removed due to intolerance thereof. Essure was removed by bilateral salpingectomy. As a consequence of her strong headaches due to the insertion of the essure device, client was examined by the (B)(6) hospital, where she was diagnosed with frequent episodic migraine. She also had to be examined by the ophthalmology service due to vision loss and by the endocrinology service due to weight gain. Still to this day, she is undergoing treatment for the aforementioned reasons diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: allergic to nickel sulfate. Gynaecological examination - on (B)(6) 2015: no gynecological alterations. Hysteroscopy - on (B)(6) 2015: surgical insertion of essure. Neurological examination - on an unknown date: diagnosis: frequent episodic migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ('allergic to nickel sulphate. Essure removal wished due to intolerance thereof') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), nausea ("nausea"), internal haemorrhage ("internal bleeding"), abdominal distension ("abdominal bloating"), pruritus ("itching"), fatigue ("tiredness"), blindness ("vision loss"), migraine ("frequent episodic migraine, strong headaches") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was hospitalized from an unknown date until (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, pelvic pain, nausea, internal haemorrhage, abdominal distension, pruritus and fatigue outcome was unknown and the weight increased, blindness, migraine and myalgia had not resolved. The reporter considered abdominal distension, allergy to metals, blindness, fatigue, internal haemorrhage, migraine, myalgia, nausea, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, pneumonology-allergy service of university hospital report stated client was allergic to nickel sulphate, a condition which was not considered for assessment by the medical staff when she underwent the essure insertion procedure. Consequently,she went to a gynecology consultation once again, due to her wish to have the essure devices removed due to intolerance thereof. Essure was removed by bilateral salpingectomy. As a consequence of her strong headaches due to the insertion of the essure device, client was examined by the neurology service of university hospital, where she was diagnosed with frequent episodic migraine. She also had to be examined by the ophthalmology service due to vision loss and by the endocrinology service due to weight gain. Still to this day, she is undergoing treatment for the aforementioned reasons. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: allergic to nickel sulfate. Gynaecological examination - on (B)(6) 2015: no gynecological alterations. Hysteroscopy - on (B)(6) 2015: surgical insertion of essure. Neurological examination - on an unknown date: diagnosis: frequent episodic migraine. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.